Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca. Approximately 6 months later, the patient was hospitalized due to a gi bleed. The patient was treated with medication and recovered. Patient was on dapt at time of event. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.